Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that at 1:30 am, the patient said that she was asleep at that time and woke up to find out that her insulin pump was not showing any readings and just showing signal loss. The patient was not using the mobile app. The patient took a fingerstick which was 2.4 mmol/l. The patient experienced diabetic seizure. The patient ate candy which she said addressed her seizure. The patient did not call paramedics or went to the hospital as she said she became better. At the time of the call, the patient fine. She had already called tandem and she was told that by tandem that it was a sensor issue. As per pump partner agreement, tandem handles when the loss of connection/signal loss is under 1 hour, the patient was using only the tandem pump, tandem reported this as a sensor issue. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.